Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an explant of an intraocular lens (iol), model zct150 23.5 diopter, was performed on right eye of a female patient due to residual refraction error or an unexpected post-op refraction. There were no patient injuries, enlarged incisions or additional procedures were performed. Another zct150 iol of a lower diopter (21.5) was the replacement lens. Patient has fully recovered. No further information was provided.

Manufacturer narrative:
Additional information was received that the refraction error that occurred was due to miscalculation and not an issue with the lens. The lens was returned to the manufacturer for evaluation and was received cut in half, most likely to make explant possible. Considering the condition of the lens additional analysis is not possible. The complaint cannot be confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non-conformances with respect to the manufacturing process. There are no associated nonconformity reports or deviations. The complaint related test is the optical measurement performed at final inspection. The in-line optical inspection data shows the lens is within specification in terms of optical and cylinder power and resulting contrast. A search on complaints revealed no other complaints were received for this order number to date. During the manufacturing record review for this serial number, no non-conformances or assignable causes were identified. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. The dfu contains a specific section on lens power calculations and precautions with respect to refraction measurements. All pertinent information available to abbott medical optics has been submitted.